Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Migration: unable to observe as it is not related to the manufacturing process. Bubbles: not observed. Crease/folding of implant: observed creases on device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "pain with arm movement", "protruding implant against skin", "exposed implant", "worsening pain", "infection", "grade 4 capsular contracture", "concern with appearance", "slight double bubble", "medial crease", "tight and misshapen", and "breast has become firmer". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture, infection, exposure are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4, infection, exposure.

Event description:
Healthcare professional reported "pain with arm movement", "protruding implant against skin", "exposed implant", "worsening pain", "infection", "grade 4 capsular contracture", "concern with appearance", "slight double bubble", "medial crease", "tight and misshapen", and "breast has become firmer". This record is for the left side. Device was explanted.